Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease flat and calcification white in the surface of the shell. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify a sharp opening in the posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: two sharp opening on posterior assessed as an unidentified (tear) opening.

Event description:
Healthcare professional additionally reported exchange from textured to smooth implants due to the patients concerns with the product. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.